Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted in the inferior vena cava on (B)(6) 2002. On an unknown date it was noted that the filter was tilted. No patient complications were reported.

Event description:
A greenfield filter was implanted in the inferior vena cava on (B)(6) 2002. On an unknown date it was noted that the filter was tilted. No patient complications were reported. It was further reported that on (B)(6) 2017, the patient received a CT scan of the abdomen. Findings revealed that the filter was slightly tilted anteriorly, with the apex of the filter contacting the anterior wall of the ivc. The apex of the ivc filter is positioned 4.2cm below the level of the renal veins. No definitive evidence of the ivc filter perforation through the ivc walls or into the adjacent structures. The ivc filter is intact.